Event description:
It was reported to covidien on 05/29/2012 that a customer had an issue with a feeding pump. The customer reports that the joey pump did not alarm overnight but it should have as there was an occlusion. The pt is pediatric and diabetic. As a result of the pt not being fed overnight, the pt was taken to the hospital for medical intervention. The type of intervention is unk and the status of the pt is now fine.

Manufacturer narrative:
Submit date: 06/18/2012. An investigation is currently underway. Upon completion, the results will be forwarded. Product monitoring contacted the customer requesting additional information. Attempts weer made to retrieve additional information however; the customer reports no other information of the event is available.